Event description:
The customer alleges that the doctor was preparing to use the tube and he found that the double lumen tube was damaged. The alleged issue was detected prior to pt use.

Manufacturer narrative:
(B)(4). A device history report (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for eval. A visual exam was performed and it was observed that the double swivel connector was cracked. It appeared as though the crack occurred in the groove that locks the bronchoscope entry port. Based on the visual examination, the reported complaint was confirmed. A CAPA was opened to address this issue.